Manufacturer narrative:
A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement. This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device.

Event description:
(B)(4). (B)(6) need assistance for 8100 s/n (B)(4) is having an error code 242.4030, I told (B)(6) that this error code is telling us is a motor stall, I suggested to (B)(6) to ensure if the issue is mechanical or electrical issue, if the problem is mechanical or electrical by attaching pump to pcu, once connected open the door ( if fingers moved or you hear it trying to move its mechanical / if fingers does not move it's electrical). According to (B)(6) there is a little movement after opening the door. This confirmed that it appears is a mechanical issue. I recommend to verify the encoder sensor from ail assembly is not damaged. Also, do some inspection on the motor assembly check the motor pinion and o ring make sure is all seated correctly. I also gave him the option for a flat rate level 1 repair. He also requested part number for motor controller board and the motor assembly.